Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited high capture threshold and low pacing impedance. The lp was removed and replaced with a competitor device. There were no patient consequences.